Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy fluid. The cause of the events were unknown. On an unknown date, the patient was treated with vancomycin injection (2gm, every 5th day, ongoing) for peritonitis. The same day as the event onset, the patient was treated with fortum injection (1gm, ongoing) and heparin injection (1/2 ml, per bag, ongoing) for peritonitis. A day after the event onset, the patient was hospitalized due to the events. At the time of this report, the patient remained hospitalized and was recovering from the events. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information, b5: upon follow-up, it was reported that antibiotic treatment was discontinued, the patient was discharged from the hospital and recovered from the events (on an unknown date). Should additional relevant information become available, a supplemental report will be submitted.